Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the PICC was placed, the patient went back to the holding area. A few minutes later, the nurse found that the hub had detached from the catheter, requiring the another procedure to rewire the PICC. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.